Manufacturer narrative:
No unexpected compromise force sensor alarms noted during testing. Unit passed displacement test, pump self-test, off no power test, unexpected restart error test and rewind test. The operating currents were in specifications. Motor error alarmed during basic occlusion test and was unable to prime during prime/delivery test due to faulty force sensor resistor. Minor scratches on lcd window, cracked lcd window, cracked case at display window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states that insulin pump was not dropped or bumped. Customer states drive support cap appeared normal. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.